Event description:
The patient experienced twiddler's syndrome causing the right ventricular (rv) lead to get dislodged. The lead was explanted.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed.

Event description:
Additional information received and a supplemental report is being filed.